Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support for and no issues were identified. Customer addressed alarms by changing out pump supplies and resuming insulin delivery. Customer's blood glucose was 134 mg/dl.